Event description:
It was reported while using bd phaseal infusion adapter c180j separation occurred which led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about connector separation from c180j, resulting in chemo leakage. According to the customer's report, the connector component on c180j was separated, which resulted in leakage of an anticancer agent (opdivo).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-aug-2022. Investigation summary: the contaminated sample was returned to our quality team for investigation. Through visual inspection, the spike is observed to be disconnected from the connector. It was noted there is visible traces of the solvent used to adhere the spike to the connector, indicating it was applied, however, we cannot verify it was the proper quantity. A device history review was performed for reported lot 2107215, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to a failure in the dispenser that doses the solvent.

Event description:
It was reported while using bd phaseal infusion adapter c180j separation occurred which led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about connector separation from c180j, resulting in chemo leakage. According to the customer's report, the connector component on c180j was separated, which resulted in leakage of an anticancer agent (opdivo).